Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to mdrs: 2122870-2013-01031; 2122870-2013-01033.

Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for multiple patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients¿ samples, on an alternate unicel dxc 600i instrument, produced lower results within the normal reference range. The customer stated some of the results were released out of the laboratory but could not specify which values. There was no report of patient injury or change in patient treatment associated with this event. The patients¿ samples were collected in greiner serum tubes and centrifuged at 4,200g (relative centrifugal force) for ten minutes, at room temperature. System parameters (including qc and calibrations) were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.